Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during service on 840 ventilator the device failed post (power on self-test). The covidien service engineer (se) verified reported that ventilator failed post due to incompatible software on the breath delivery unit (bdu) printed circuit board (pcb). The (se) installed the latest version of the operational software to both cpu's simultaneously. The unit passed all testing and operates within the manufacturing specifications.